Event description:
It was reported that the atrial output connector on the external pulse generator was broken. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the atrial output connector was broken. It was also noted that the upper case was broken, the lower case was broken, the battery release was contaminated, two side bail covers were broken, the ring cover was contaminated, the lead flex cover was contaminated, the battery contacts were compressed, the ring was bent and the heart lead flex connector was broken. (B)(4).